Event description:
The subject device was not a demo or loaner unit. The reportable malfunction had been discovered at the olympus repair center on 12dec2022. No patient involvement has also been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information received and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. It is presumed that foreign material larger than the inner diameter of air/water nozzle got into the air/water channel caused clogging. The cause of the foreign material in the channel is unknown since detailed information on handling of the device cannot be obtained. A definitive root cause cannot be identified. It has been confirmed that the air/water nozzle was not deformed, and foreign material remained inside the nozzle. It has also been confirmed that the user did not conduct reprocessing in accordance with instructions for use when investigating the user¿s reprocessing status. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported that a evis lucera colonovideoscope was having angulation issues; the device was unable to angle in the upwards direction. During preliminary evaluation and inspection, foreign material was found in the nozzle. This MDR is being submitted due to the foreign material found. No patient or user harm has been reported.

Manufacturer narrative:
(B)(6). The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has been confirmed. The foreign material has also been confirmed. In addition, the control unit had a crack causing potential leaking. The adhesives around both the light guide lens and objective lens were found to be peeling. General damage, including chips, scratches, and discolorations, were also found throughout the device. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.